Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show the jaws of a ligaclip*endo rotating mca with two clips apparently stuck and tissue at the tip. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: the manufacturing records could not be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic descending colectomy, this occurred around the 10th clip. After clipping during the intermittent mandatory ventilation (imv), the clip got fit diagonally in the jaws groove, and the next clip was loaded without that clip being released from the jaws. (At this point, the jaws and handle are opened, but two clips are still stuck in the jaws.) As a result, it was not possible to remove the main body from the blood vessels while the blood vessels were clipped. The central side from the liga clip was clipped with a hem-o-lok, cut with scissors, and the peripheral was sealed with a harmonic to complete the case. The entire blood vessels that were clamped then removed. As of (B)(6), there have been no subsequent patient effect, additional procedure, or reoperation. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.